Event description:
It was reported that during a scheduled retrieval of a vena cava filter that was implanted approximately 8 months ago, a detached limb was discovered. The vena cava filter was retrieved successfully without incident; although an attempt to snare the detached limb that was embedded in the ivc wall was unsuccessful. No reported patient injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has not been returned for evaluation to date. The investigation is currently underway.